Event description:
The user facility reported pressure increase in the capiox fx15 device. Follow up communication from the user facility reported the following information: within 5 minutes after the initiation of the circulation, the pressure in front of the oxygenator inlet port rose to approx. 450mmhg; the centrifugal pump speed was at 2500rpm; the blood flow rate @2.2l/min; at this moment, the platelet count was found to have been decreased to 20000 from 200000; there was no administration of sodium bicarbonate aqueous nor o2 gas application; and the procedure was completed successfully.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies in the visual appearance. The actual sample, after the blood pathway having been rinsed with saline solution, was subjected to another visual inspection. The formation of red thrombus was noted all over the oxygenator module. The actual sample was fixed with glutaraldehyde solution and the housing component was removed for further inspection of the inside of the oxygenator module. The formation of membrane-like red thrombus was found. The filter was removed and subjected to visual inspection. White thrombus in addition to red thrombus was noted to be adhering to the filter. The oxygenator module was subjected to visual inspection. The fiber winding was confirmed to be in the normal state. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. The formation of red and white thrombi was noted on the layer after 8mm of the fiber layer had been removed. The outer cylinder was removed and the inside the heat exchanger module was subjected to visual and magnifying inspections. Neither white nor red thrombus was found to have formed on it. A review of the device history record of the involved product code lot number combination confirmed that there no production related problems. A search of the complaint file found no previous reports of this nature with the involved product code lot number combination. Although the exact cause cannot be determined based upon the available information, it is likely that there may have been some changes in the patient's blood property due to some factor(s), where blood corpuscle components, such as blood platelet, may have become prone to get aggregated. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: do not reduce heparin during circulation. Otherwise, blood clotting might occur; and adequate heparinization of the blood is required to prevent it from clotting in the system. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).